Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Based on the available information, a root cause of the valve under-expansion could not be conclusively determined. In this case, it was reported that the patient had a tortuous anatomy and a bicuspid aortic valve, which may have contributed to the valve under-expansion. High gradients can be related to valve related (degeneration, thrombus, calcification, etc.) Or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc.). Without review of echocardiographic imaging, an assignable root cause of the high gradients cannot be determined. In this case, the valve incomplete expansion could be the probable cause of the high gradients. Coronary occlusion is a known potential adverse event in the device instructions for use (IFU) associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). However, with the limited information available and no images / cines to review, the conclusive cause of the coronary occlusion cannot be determined. In this case, it was reported that per the physician the coronary occlusions were caused by the native valve leaflet being pushed into the coronary artery. Subsequently, the patient died. The cause of death was the occlusion of the left coronary artery due to post-implant balloon aortic valvuloplasty (bav). A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. This event does not indicate device malfunction or misuse contributed to the reported events. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the post-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) non-medtronic (z-med) balloon the bav contributed to the patient's death. The cause of death was the occlusion of the left coronary artery. B5-updated and corrected event description medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 14-may-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged above the aortic annulus. A second transcatheter bioprosthetic valve was implanted. Following the implant of the second valve, a post implant balloon aortic valvuloplasty (bav) was performed. It was reported that following the bav, there was no coronary flow to the left coronary artery. The patient died as a result.

Manufacturer narrative:
Additional information was received that the patient had a tortuous antimony and a bicuspid aortic valve. A pre-implant balloon aortic valvuloplasty (bav) was performed. Per the physician, the bicuspid nature of the native aortic valve caused the valve to dislodge. The post-implant bav following the second valve implant was performed due the high gradient caused by the under expansion of the valve. The occlusion was caused by the native valve leaflet being pushed into the coronary artery. Per the physician, the cause of the death was the post-implant bav. If information is provided in the future, a supplemental report will be issued..